Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his ams dura ii positionable penile prosthesis was replaced with an inflatable penile prosthesis(ipp). The previous device was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.